Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors and found 1 of 2 sensors with cannula damage and cracks. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Also performed bicarbonate buffer test and remaining sensor and sensor failed per specifications due to high readings.

Event description:
The customer reported via phone call that the sensor alerted for a calibration error and a bad sensor. Customer also indicated that the bad sensor occured after a second calibration error and that the sensor was kinked up upon removal. Customer was informed to call back if any further issues arise. Customer's blood glucose was 186 mg/dl at the time of incident.